Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v due to connector resistance at j6/pcb 1. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with operating currents within spec. No unexpected replace battery now alarms noted. The pump was received with scratched case, end cap address label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was 20 mmol/l at the time of the incident. The customer stated that when he went to bed, the battery was full. At night, the customer received the same change battery alarm. The product was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.